Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not think that the pump was functioning correctly. The pump would not allow a 10 percent temp rate to be entered and the customer had to manually turn the pump off and on in attempts to lower the temp rate. The customer's blood glucose level was 268 mg/dl and was corrected using the pump. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the reported issue. Tandem clinical diabetes specialist reported that she has been working with the customer and would be discussing the pump therapy with the customer's health care team.